Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the foot pedal tray in order to resolve the customer reported problems. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis. The foot pedal tray was analyzed and the reported problem was confirmed but not replicated. Review of system and error logs confirmed the occurrence of error 42, indicating that the foot tray was not supportive. Visual inspection revealed no abnormalities related to the complaint. The unit was installed on the golden system with four instruments, and no related errors or issues were observed during power-up. The footrest pedal was tested and found to be fully functional and responsive. After a power cycle, the reported complaint could not be reproduced, and the unit was determined to be functional. A second customer complaint was reported regarding foot pedal issues besides the replacement. The fse visited the site but he was unable to replicate the reported issue and he found the system working properly. Lastly, a third customer complaint was reported regarding monopolar energy issues from a transient foot pedal function. The fse replicated the reported problem and he replaced the foot pedal cable located on surgeon side console (ssc) in order to resolve the issue. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed and replicated by failure analysis. The probable root cause is attributed to communication issues caused by a faulty foot pedal cable located on ssc.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that surgeon side console (ssc) foot pedals were not working. The system was power cycled, and multiple attempts were made to check the camera pedal and the instrument arm swap pedal. The surgeon converted to laparoscopic after troubleshooting was unable to resolve the issue. There were no reports of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up with the customer and was advised that no additional ports were added due to the conversion.